Event description:
During a coronary artery stenting treatment procedure a shaft kink occurred. The 3.0 x 16 mm taxus express2 drug eluting stent was advanced toward the lesion but was not deployed. Upon removal a kink was seen in the shaft. The procedure was successfully completed with a cypher stent of unknown size. There were no patient complications. The patient status is reported as 'satisfactory/good.'